Event description:
It was reported that the care alert was triggered due to high impedance. The alert was triggered the same day the patient had a lead revision due to pain. The leads were initally implanted under the collar bone and a pocket was made under the patient's muscle due to the patient's boney structure. Today, impedance was lower than the typical trend. The caller was concerned of a potential lead fracture. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).